Event description:
It was reported that during an esopho-gastro dilatation (egd) procedure, removal difficulties were encountered. The lesion was located in an unspecified portion of the esophagus. The cre 15mm x 18mm balloon catheter was advanced to the lesion and successfully dilated the lesion. The number of inflations and to what atms the balloon reached on each inflation is unknown. Upon attempting to withdraw the balloon catheter through the endoscope, the balloon "hung up inside the scope channel" and the "catheter stripped loose of the balloon, leaving the balloon stuck in the scope channel and un-retrievable". The procedure was completed using another endoscope. No pt injuries or complications were reported. The patient's status is reported as "fine".

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.